Event description:
The customer stated that he was hospitalized with diabetic ketoacidosis. The reported blood glucose reading was 71 mg/dl. The customer was unable to perform any troubleshooting at the time of the phone call. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.